Manufacturer narrative:
Findings: pump unable to vibrate due to broken vibrator red wire. Pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, and error test. Pump passed all operating currents tested with in the spec range and passed off no power test. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
A customer reported via phone call indicating that the vibrate mode on their insulin pump does not work. The customer's blood glucose level was unknown at the time of the incident. Customer does not state that the pump did not vibrate when they pressed act after using up arrow to set an easy bolus amount. The customer was assisted in performing a self test, but the insulin pump did not vibrate during the vibrate test. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.